Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported clip opened during deployment was not tested during return device analysis as the clip was deployed and not returned. However, the lock line knot was confirmed which likely resulted in the reported difficulty removing the lock line. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported difficult removing the lock line was due to the observed knotted lock line; however, a definitive cause for the knotted lock line could not be determined. The reported clip opened during deployment was due to the reported difficulty removing the lock line and procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lock line was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for difficulty removing the lock line and clip opening during deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip delivery system (cds) was prepared for use per instructions for use (IFU) and no issues were noted. The cds was advanced into the patient anatomy and the leaflets grasped. Deployment was initiated. During removal of the lock line, resistance was noted. The line was tugged, the clip opened, and a knot was seen on the lock line. The clip was reclosed, final arm angle was re-established, and the lock line was able to be removed. The clip was deployed. A second clip was implanted to further reduce mr. Both clips were noted to be well attached to both leaflets and mr was reduced to grade less than 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.